Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. In this case, it is possible that the patient anatomy caused tension on the device, and during removal of the gripper line, the mitraclip delivery system experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. These aggregations of forces may have resulted in the difficulty removing the gripper line; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper line was difficult to remove; if this were to recur there's potential of injury. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Two clips were implanted successfully. The third clip was deployed on the mitral valve leaflets without issue. Gripper line removability was performed successfully; however the gripper line was difficult to remove. The clip delivery system was removed from the steerable guide catheter and the gripper line was able to be removed without further issue. The clip remained stable on the leaflets. The mr was reduced to grade 1-2+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.